Event description:
It was reported that patient had inflatable penile prosthesis (ipp) device since 2012 and no he is no longer able to inflate. Dr tried to troubleshoot but there was no response. Upon explant device, physician realized there was no fluid in the system, there was a break in the tubing from cylinders to pump, the reservoir had no saline and air was observed in the device. Patient is expected to fully recover.